Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to customer¿s blood glucose level. Technical support decided to replace the pump, and customer was informed to return the malfunctioning pump with a pre-paid label within ten days while using a backup insulin pump to ensure continuous insulin delivery.